Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a trillat surgery the tip of the driver broke off. The device broke inside the patient but all parts were retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-ar-8750-03 serial/batch number (B)(6) was received for investigation. Functional testing was of performed as the tip of the device was broken off. Visual inspection found that the tip of the driver was broken off. The most likely cause will be misuse of excessive torque force.